Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c29, that has a similar product distributed in the us, list number 06l27. (B)(4)

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect havab-igg assay package insert contains information to address the current customer issue. The customer observed initial reactive results for patient samples that were not repeated after the frozen samples had been thawed and centrifuged. The issue seems to be related to sample integrity. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Event description:
The customer reports a number of patient samples generating (B)(6) reactive results when tested with the architect havab-igg assay on an architect i2000sr analyzer. The samples initially test reactive and then are stored frozen. When thawed, recentrifuged and retested, results are non-reactive. The customer is unable to determine if any particular lot of the reagent is causing this issue. No suspect results have been reported from the lab with no patient impact.